Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00835. The pt ((B)(6)) is implanted with two leads from different lots. It was reported the pt is unable to increase the amplitude for the scs system. A diagnostic test revealed impedance issues for several lead contacts. Reprogramming was undertaken using the functioning contacts. It is unknown if this intervention resulted in adequate therapy relief for the pt. A decision regarding the next course of action has not been reached.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.